Event description:
Customer reported a cracked and shattered touchscreen on their device, rendering it unusable as the screen was illegible. Blood glucose level was reported at 15 mmol/l, which was managed with pens, and there was no injury or ketones. Customer was advised to return to blood glucose level monitoring and multiple daily injections.